Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with the return of device. Failure event observed during analysis. Final analysis found that a complete lead was received in two pieces. An insulation abrasion breaching the outer coil was noted at 12.1 cm to 12.3 cm from the connector pin. The abrasions was consistent with constant friction to another implantable device.